Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose and she also had issues with the batteries. The customer explained that about 2 weeks back, the insulin pump had a low battery alert; she didn't change the battery and went to bed since she knew it would last about a day more. When the customer woke up the next day, the insulin pump had been off for 14 hours and her blood glucose was in the 500 mg/dl range. The customer experienced difficulty breathing and treated with a bolus. The customer also reported that the insulin pump alarmed power error detected. Blood glucose level is unknown. The customer was provided the steps to clear the alarm and was advised to call back if alarm recurred. The insulin pump will not be returned for analysis.